Manufacturer narrative:
08/24/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 08/31/2015 a medtronic representative, following-up at the site, reported the navigation system is performing as expected. The site has conducted multiple surgeries since this event, with no inaccuracies. 09/03/2015 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated. 09/04/2015 a medtronic representative, following-up at the site, reported that after the surgeon removed the misplaced screws, another o-arm imaging system spin was taken and the screws were placed accurately.

Event description:
A medtronic representative reported that, while in a spinal s1-l4 fusion procedure, the surgeon alleged an inaccuracy. The surgeon was operating minimally invasive and placed three screws on the right side accurately. The surgeon then did a decompression and dropped a rod on the right side; then placed a screw on the left s1 accurately. A screw was placed on the left l5 and l4, and on the l4 the surgeon deemed that he was not on the bone. They took another c-arm spin, and both the l4 and l5 screws were deemed inaccurate laterally. The surgeon reported that they were 0.5 centimeters inaccurate. The surgeon removed the two inaccurate screws and re-spun using the c-arm. The surgeon completed the procedure with the use of the navigation system.